Manufacturer narrative:
Unit unable to prime during prime/a33 test due to faulty fsr(gold).unit passed the basic occlusion test, displacement test and 10u bolusdelivery, no motor error alarms occurred during test. Motor tested ok.cracked case all corners of display window, reservoir tube and lip,cracked battery tube threads and scratched on display window noted. No broken/cracked battery cap noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 200 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.